Manufacturer narrative:
(B)(4). 3004753838-2023-013391-01 was reported in error. Please disregard the follow up reporting of this event (serious adverse event) as this event has now been deemed a reportable malfunction. B5: describe event or problem - correction. H1: type of reportable event - correction. H2: correction.

Event description:
Subsequent to the follow up 1 MDR, it was determined that a report was submitted in error. Per medical review, this would not constitute a serious adverse event as although the patient expired, the allegation was that the issue was because the tandem pump had stopped working; it cannot be confirmed due to the lack of data from tandem, however, it appears that the elevated glucose levels were likely due to the pump failing to deliver insulin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient was incoherent and the reporter was concerned the patient was having a stroke. The reporter did a fingerstick which read high. The cgm showed signal loss. The reporter called 911 and the patient was transferred to the hospital where he remains in a medically induced coma and is undergoing testing at the time of the report. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.